Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was in the 130 mg/dl range. Supply changes were performed resolving the occlusions. System check could not be performed as the occlusions occurred in the past.